Event description:
It was reported that the patient presented to the emergency department with bradycardia. It was noted that the right ventricular (rv) lead exhibited loss of capture. Upon arrival in the cardiac catheterization laboratory (cath lab), the patient experienced syncope, and cardiopulmonary resuscitation (CPR) was administered. The rv lead was capped and replaced with leadless pacemaker on (B)(6) 2026. The patient remained in stable condition.